Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 23184512, expiration date 03/31/2016). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Patient tested 7.4 inr and 7.5 inr on coaguchek xs system 1, and 4.1 inr on coaguchek xs system 2. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.